Event description:
It was reported that after implant procedure patient's right ventricular (rv) lead exhibited loss of capture. It was further noted from x-ray that the lead was dislodged. Programming changes were made. There were no patient consequences.